Manufacturer narrative:
Section b5: additional information. Section g3: checked off study. Checked off health professional. Section h8: checked off initial use of device.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 with acute heart failure, lactic acidosis and accelerated hypertension. He was transferred to the intensive care unit late evening on (B)(6) 2017. Registered nurse note states the patient was received from the emergency department, on continuous bilevel positive airway pressure with 40% fraction of inspired oxygen. Hi mean arterial pressure was between 110 - 120s with heart rate in 80s. He was administered bumex 1 milligram intravenous pyelogram and then started on bumex drip at 0.5 milligram per hour; hydralazine 10 milligram intravenous pyelogram and hydralazine 25 milligram orally. He was also administered a total of 80 milli-equivalents potassium chloride. Patient improved and was discharged on (B)(6) 2017.

Manufacturer narrative:
The referenced multiple episodes of gastrointestinal bleeding have been reported by the manufacturer under MFR. Medwatch report #s: 2916596-2018-02831, 2916596-2018-02855, 2916596-2018-05331 and 2916596-2018-05454. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 3 months. Manufacturing evaluation conclusion: the pump remains in use supporting the patient. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during an admission for shortness of breath, it was noted that the patient' low hemoglobin and hematocrit levels were slowly trending downward. Coumadin was already on hold and subsequently aspirin was held. The site of bleeding was identified to be gastrointestinal. The patient was discharged home on (B)(6) 2017 with resumption of warfarin, aspirin and proton pump inhibitors. Of note, the patient has a history of multiple episodes of gastrointestinal bleeding reported. No further information was provided.